Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during device maintenance evaluation, the pressure sensor displayed an offset adjustment on the high flow insufflation unit. There was no patient involvement.